Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing power switching events. Four batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a test controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Battery /(B)(4)/cat#1650de/exp. Date 2017-03-31, not returned to manufacturer. Mfg. Date: 2017-07-31. (B)(4). Battery /(B)(4)/cat#1650de/exp. Date 2017-03-31, not returned to manufacturer. Mfg. Date: 2017-07-31. (B)(4). Battery /(B)(4)/cat#1650de/exp. Date 2017-03-31, not returned to manufacturer. Mfg. Date: 2017-07-31. (B)(4).

Event description:
It was reported from the site that the patient was home when the batteries switch on to the second power source when the charge was more than 25 percent (%), the issue was stated to have occurred with all four of the batteries. It was also stated that there were no patient symptoms or complications associated with this event and that the batteries would be returned to the manufacturer. No further patient complications have been reported as a result of this event.

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the returned battery passed visual inspection and functional testing. Examination of controller log files shows momentary disconnect involving battery: (B)(4). Within the analyzed period. Customer complaint was confirmed. Additional products: battery, (B)(4). D10: yes, return date: 2018-02-19 h3: yes h6 FDA method code(s): 10, 3372, 23, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary:the returned battery passed visual inspection and functional testing. Examination of controller log files shows momentary disconnect involving battery: (B)(4). Within the analyzed period. Customer complaint was confirmed. Additional products: battery, (B)(4). D10: yes, return date: 2018-02-19 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary:the returned battery passed visual inspection and functional testing. Examination of controller log files shows that the battery (B)(4) did not participate on any power switching event within the analyzed period. Customer complaint could not be confirmed. Additional products: battery, (B)(4). D10: yes, return date: 2018-02-19 h3: yes h6 FDA method code(s): 10, 3372, 23, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary:the returned battery passed visual inspection and functional testing. Examination of controller log files shows momentary disconnect involving battery: (B)(4) within the analyzed period. Customer complaint was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.